Event description:
It was reported that during an unknown procedure, the clips will not close correctly. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results of the cartridge (a, b, c, d, e, f, I, k and l) found that it was received inside its original package. In an attempt to replicate the reported incident, the device was tested for functionality. A drop test was performed and no loose clips were noted. Upon evaluation, the clips were loaded, retained and properly formed. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results of the device (g, h, j and m) found that it was received inside its original package. In an attempt to replicate the reported incident, the device was tested for functionality. A drop test was performed and no loose clips were noted. During testing, the cover got partially detached from the base. However, the clips were loaded, retained and properly formed. The latching feature was evaluated and one tab was found to be damaged. No conclusion could be reached as to what may have caused this condition. However, an investigation has been initiated to address the potential root cause of the reported cartridge issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.